Event description:
It was reported that the patient became progressively weak all over and was intubated and on a ventilator. An emergency room (ER) doctor was requesting a pump off code. The ER doctor did not have a programmer available. It was later reported that there was a bandaid over the pump and they could see the mark from the needle stick from the refill that occurred on the day of report. The needle stick looked to be over the catheter access port (cap). It was thought possibly that the wrong kit or no manufacturer¿s kit was used and the drug went into the cap or that it was a pocket fill. The ER neurosurgeon turned the pump down to 2 mg/day and disabled the personal therapy manager. It was thought that during the refill drug went into the cap. It was later reported that it was not a pocket fill, but a programming error. A priming bolus was programmed instead of a bridge bolus. The pump was reprogrammed and the patient was treated for overdose. The patient was no longer intubated and was going home. The pump was used to infuse clonidine (concentration 500 mcg/ml, daily dose 195.5 mcg/day), bupivacaine (concentration 20 mg/ml, daily dose 7.82 mg/day) and morphine (concentration 20 mg/ml, daily dose 7.82 mg/day).

Manufacturer narrative:
Concomitant product: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: neu_refill needle, lot# serial# unknown, product type: accessory. (B)(4).